Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who stated that during preventative maintenance the device failed the noise check procedure. The rse advised the biomed to send the device in for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the co2 measurement assembly needed to be replaced. The co2 assembly was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device failed the noise check procedure. The device was not in use on a patient at the time of the event. There was no adverse event reported.